Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit. The ess provided a reprocessing in-service and training materials for to the user facility staff. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed during an onsite visit that the user facility staff was placing only the insertion tube portion of the scope into for disinfection and would not submerge the control section, light guide connector, or video paddle throughout any part of the process. No patient infections or injuries reported.